Event description:
It was reported by the patient that the previously working remote monitor no longer had power. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the previously working remote monitor no longer had power. The monitor was replaced. No patient complications have been reported as a result of this event. It was further noted that the monitor had been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the connector was loose and detached.